Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.

Event description:
It was reported that prior to the start of a da vinci-assisted bilateral axillo-breast approach thyroidectomy surgical procedure, the equipment was checked for any abnormalities before the surgery began, and none were found. During the process of draping the robot, the part that connects to the robot head became detached and could not be secured. It was confirmed that there was no harm to the patient and no fragments had fallen off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sp instrument arm drape for failure analysis investigation. The accessory was analyzed and the findings did not replicate or confirm the customer reported event. The accessory was installed on an in-house system and passed recognition and engagement. The accessory passed spin test and the inner labyrinth installed successfully onto the system without any detachment issues or error message. During installation, all four magnets were correctly placed on the in-house system, and the cannula adapter passe without any issues. All four sterile adapters were installed onto the system without any issues. Visual inspection showed no tears in the drape and no damage to the drape ring. The accessory was fully functional. No product issue was identified. Additional observation(s) not reported by site: the accessory was found to have a tear. When installing the accessory onto the in-house system, a tear was observed on the system arm near t magnet. The tear measured 196mm.

Event description:
Refer to h11 for follow-up information.